Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a sensor glucose vs. Blood glucose discrepancy and had the sensor updating alert. The customer reported hyperglycemia and was treated with an insulin pump by delivering a bolus. The event involved product(s) mmt-7040c5. Troubleshooting was performed. The sensor glucose reading was 20.5 mmol/l and blood glucose was 27.6 mmol/l. And the difference between sensor glucose vs. Blood glucose was more than 30%. The customer was advised to replace the sensor as the behavior had been occurring for longer than 3 hours. The customer reported blood on the sensor insertion site. No further complications were reported. Product return for mmt-7040c5 was not expected.